Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus has requested additional event information with no response received. The device has not been returned for evaluation. If the device is returned, an investigation will be performed and a supplemental report will be filed.

Event description:
The customer reported to olympus that the visera elite ii video system center was in use for a procedure and the video shut off and screen went blank. No adverse effects to patient reported.